Manufacturer narrative:
(B)(4). Device product code - phx. Initial reporter full establishment name - (B)(6). Reporter source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two and a half (2.5) weeks ago during a procedure, that the screw could not be fully inserted into the bone. When the surgeon tried to remove the screw, it broke. The tip of the fractured screw was removed and the patient did not experience any harm as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided picture and returned product identified the screw had fractured and not all the pieces were returned. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.